Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found to meet specification with respect to constant downstream occlusion alarms, which were not reproduced. The false alarms were confirmed through a review of the event history log. The current readings of the downstream sensor were also found to meet specification. The downstream sensor was replaced as it is a known contributor to the reported symptom.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.